Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument would not release the suture.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.